Event description:
A (B)(6) male was admitted with necrotizing pancreatitis. Was placed on a specialty bed due to poor nutrition. The bed siderail was put up to allow the pt to assist himself in rolling to one side. The rail came down as the pt grabbed onto it and the pt fell from the bed onto his face. He sustained multiple facial bruises and a splenic laceration. The siderail was checked by multiple staff members afterward and the bed would appear locked and then release without warning. The bed belonged to kci. It was immediately taken out of service and sent back to the company. Dates of use: (B)(6) 2010 - (B)(6) 2010, 24 hours a day. Diagnosis or reason for use: poor nutritional intake, potential for skin breakdown.